Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation with a minicap on the female connector. A visual inspection with the naked eye and magnification noted the occlude feet were both broken on the main body of the twist clamp. Functional testing including leak, clear passage, and clamp function tests were performed. No issues were noted during the clear passage test. Leak and clamp function tests revealed a leaked through the set with the twist clamp closed. The reported condition was verified. The cause of the broken occlude feet on the main body could not be determined; however, the damage (cracked/broken) set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.